Manufacturer narrative:
As no data was provided, the allegation could not be confirmed and a root cause could not be established. An investigation was performed on the alleged reagent lot and no product problem was identified. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A new cobas® liat® system was provided to the customer and arrived on 06/8/21. The return status of the old system is still pending. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us allegedly generated discrepant results for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial patient sample was tested with the cobas® liat® system and generated sars-cov2 negative, flu a negative, flu b negative. A first repeat of the same sample using the same system generated sars-cov2 positive flu a negative, flu b negative. A second repeat was re-collected and tested again using the same system generated sars-cov2 negative, flu a negative, flu b negative. The negative results were reported to the patient and or medical personnel. No harm is alleged. Investigation is ongoing.